Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a false trigger of the right ventricular lead noise discriminator alert. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) sounded and audible alert for the rv lead noise discrimination algorithm. The noise was noted during a treated ventricular tachycardia (vt) episode that was detected and treated appropriately. Follow up was conducted with the field representative and reprogramming was completed, and the noise discriminator was programmed "off." It was further indicated that the physician felt the noise discrimination was incorrect as "it was clearly physiologic and should not have been detected as noise." The device remains in use. No patient complications have been reported as a result of this event.